Event description:
Additional information received that patient underwent surgical intervention where in the system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention may be pending to address the issue. Patient is part of (B)(6) clinical study .